Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from france that the spring and other bits in the compact speed reducer device came apart during sterilization. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device attachment lock and spring were missing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mishandling of the device by applying excessive twisting force on the device while it is in use, causing the attachment lock to come out of place and fall out along with the spring. If additional information should become available, a supplemental medwatch will be submitted accordingly.